Manufacturer narrative:
Analysis found normally battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine pulse generator change out, loss of capture and an inappropriate decrease in pacing rate. The device was explanted and replaced successfully.